Manufacturer narrative:
Device evaluated by manufacturer: a 32 x 2.50 mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal region with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a stent could not cross the lesion. The target lesion was located in the mildly tortuous and mildly calcified left circumflex artery (lca). A 32 x 2.50 promus premier select drug-eluting stent was selected for a percutaneous transluminal coronary angioplasty (ptca) procedure. The stent was advanced, but could not pass the lesion. The procedure was completed with another of same device. There were no patient complications and the patient was good post procedure. It was further reported that the stent was damaged occurred during the passing the lesion. However, returned device analysis revealed stent damage.